Event description:
Caller reported that the pump began burning and melting while it was charging using tandem charging supplies. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for a replacement pump and charging supplies to be sent to the caller, ensuring updated software and training through their tandem source account. The caller planned to use multiple daily injections (mdi) as a backup therapy. Instructions were given for returning the faulty pump, and the caller acknowledged and understood all steps.